Event description:
The ge oec 9600 fluoroscopy system displayed charger failure message.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the hard drive and re-loaded software. The aux interface pcb was also replaced to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.